Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2005, myocardial infarction (mi) occurred. The patient was then treated using a 3.50 mm x 20 mm taxus stent, deployed in the saphenous vein graft (svg) to first obtuse marginal (om). In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Coronary angiography revealed 40% in-stent restenosis of previously placed taxus stent. Procedure was then performed. Target lesion #1 was a de-novo lesion located in the svg to distal first om with 95% stenosis and was 16mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm ion us coa stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).